Manufacturer narrative:
(B)(4).

Event description:
It was reported that an enter sensor code/start sensor session occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of an enter sensor code/start sensor session is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.